Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer¿s insulin pump had received button error. The customer¿s blood glucose level was 9.3 mmol/l. The customer reported that the buttons were not working and they had moisture in the screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device the pump had an unresponsive keypad due to moisture damage on the electronic assembly and motor. Unable to perform the displacement test and self test due to keypad anomaly.